Manufacturer narrative:
The device has been received for evaluation. Upon completion of the investigation a supplemental MDR will be filed. Section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that the decision was made for impella cp placement on a patient in cardiogenic shock. The patient went in to ventricular fibrillation, after 15 minutes of resuscitation the decision was made to end all therapies and the patient expired. The relationship between the impella and cause of death is unknown.